Event description:
It was reported that the insulin pump had unresponsive buttons and keypad. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.